Event description:
It was reported that the patient with stenosis underwent a spinal procedure to fuse l4/s1 using interbody device and posterior fixation. It was reported that the device at l5/s1 backed out. No revision surgery is reported at this time.

Manufacturer narrative:
(B) (4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event; however, the suspect devices in use are lot # w08f4311 and 0010997w. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 2991022, 510k # k073291 was cleared in the united states.